Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The device had no blank display or blinking screen noted. The insulin pump received with minor scratched display window, cracked battery tube threads, cracked belt clip slot, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had keypad anomaly, display anomaly, and blank display. The blood glucose at the time of the incident was 106 mg/dl. The pump screen is blinking and the numbers are rolling in the scroll wrap. The screen went blank and then returned. Customer had buttons that would freeze and then start to ramp up again. Troubleshooting was not able to resolve the issue. The device was returned for analysis.